Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated that a power-on reset occurred during hv therapy delivery. The root cause of the power-on reset could not be determined.

Event description:
It was reported that patient presented to the hospital after receiving a shock. Device was found to be in backup vvi mode due to power-on reset. The device was explanted. Patient was in good condition after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.